Manufacturer narrative:
The pacemaker was implanted for 176 months. As a first step of the analysis the pacemaker was subjected to an electrical incoming inspection. The pacemaker was not interrogatable and no pacing output was present, confirming the clinical observation. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. Next, the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the antibradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service were not determinable. However, the amount of charge taken from the battery was verified. After an implantation duration of 176 months, the battery condition was anticipated. In summary, the battery of the pacemaker was found to be fully depleted. The electronic module was attached to an external power supply and the device was proved to be within specification. In particular the current consumption was normal. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.